Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, cpu and monitor were replaced. The software was loaded and service nodes were reloaded and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently lock up. No patient injury was reported.